Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2020 secondary to an infection which was not device related. Re-implantation is planned for the future.

Manufacturer narrative:
This report is submitted march 24, 2020.